Manufacturer narrative:
(B)(4). This lot was manufactured from july 26, 2014 to july 28, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and a functional leak test were performed. It was found the blue winged luer cap was loose. The device was filled with green colored water, the luer cap was hand tightened, and the device was observed overnight. No evidence of leaks were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported leakage with a large volume infusor. The reporter stated that upon removal of the device (filled with fluorouracil) from the overpouch, 1 to 2 ml of leaked solution was observed inside of the overpouch. There were no issues noted with the packaging and the site of the leak was unknown. This event was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.